Event description:
It was reportted that the device would not complete the boot up cycle and locked up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported lock up failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported lock up failure could not be determined.